Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead had exhibited oversensing and undersensing episodes. The patient was brought in clinic for intra-operative testing. Lead was analyzed with pacing system analyzer and physical lead manipulation. All values were within normal limits and no oversensing or undersensing could be reproduced. It was determined that there was no issue with the lead, the lead remained implanted. Patient condition was stable.